Manufacturer narrative:
This impella 2.5 was involved in a complaint from 2018 that was assessed as not reportable for an unrelated failure mode (hematoma without any intervention required). New information (hemolysis requiring haptoglobin) was received, however, since this complaint took place almost 2 years ago, the product has since been discarded/destroyed. The original investigation consisted of a device history record, which found no manufacturing issues with this device.

Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella 2.5 pump. During support, the patient exhibited signs of hemolysis. It is unclear as to what specific indication led the physician to believe hemolysis was present. As treatment, haptoglobin was administered.